Manufacturer narrative:
Based on information provided by the surgeon he was not removing the device as recommended in the products instructions for use. The IFU for the ventralight st w/ echo states "begin removal of the echo ps positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard logo. Begin pulling the positioning system off the mesh in one smooth motion. "Continue removing the echo ps positioning system by pulling it up to the tip of the trocar. Remove both the echo ps positioning system and trocar simultaneously." Based on what the surgeon reported he did not follow this technique when removing the balloon from the mesh. The surgeon was reminded of the proper method of removal. Removing the balloon in the manor described by the surgeon could cause damage to the balloon or cause something to fall free into the patient's abdominal cavity.

Event description:
The following was reported to davol by the surgeon: it was reported that after removing the balloon of a ventralight st w/echo the surgeon noticed that one of the small flaps of the balloon was in the patient's abdomen. The surgeon stated that he retrieved the piece. No patient injury was reported. The event as reported created the potential for additional surgical intervention to remove the piece of balloon, or for an unintended portion of the device to be left in the body, as such an MDR is being filed to document this event.